Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances greater than 2000 ohms. In addition, there was loss of capture at maximum outputs. Surgical intervention was performed and the lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in four segments. One of the mid-body sections of the lead, measuring 14 cm long, had the suture sleeve tied down at its midsection. Approximately 4 cm distally to the suture sleeve, both conductor coils were fractured. Adjacent to the fracture, the insulation and coils were slightly flattened. This type of damage is most likely caused by entrapment in the clavicle/first-rib region. Analysis finding of the fracture confirms the field allegation.